Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys displayed a filament regulator error message and the monitors were not holding position and needed to be tightened. No pt injury was reported.